Event description:
It was reported that when using the bd pyxis¿ es server had reboot and device was not communicating. However, there were no delay to patient care and adverse events or injuries reported based on this incident.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 12-nov-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device was not communicating. A technical support specialist (tss) identified that the data synchronization service was not running and started it. It was also found that structured query language services on the report server were not running, so they were started, and the etl job was subsequently initiated. The system functioned as intended after the technical support specialist troubleshot the device.